Event description:
A us dist contacted zoll on (B)(6) 2015 to report that a pt experienced an inappropriate defibrillation event while at home. Rapid atrial fibrillation at 210 bpm with a rapid ventricular response contributed to the false detection. The pt was reported to be conscious at the time of the event. The pt was alone and reported that she pressed the response buttons. A review of the event revealed that the response buttons were pressed after the treatment was delivered. The pt did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest the pt sustained a serious injury. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date and usage of device: monitor (B)(4): 12/2014-initial use; electrode belt (B)(4): 11/2010-reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.